Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported the controller would not communicate with monitor and pin in controller monitor's port found to be bent. Attempted to use different cable and different monitor. Vad coordinator was needed to change controller to backup. The controller was exchanged and no consequences to the patient. Investigation is ongoing.

Manufacturer narrative:
One controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed: the units was disposed of by the site and not returned for evaluation. Therefore, the exact root cause of the reported issue could not be determined. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.